Event description:
It was reported that a pump over infused medication (10% dextrose) to an infant pt (programmed amount and delivery rate unk). It was also reported that infusion limits were not programmed.

Manufacturer narrative:
(B)(4). During the eval of this complaint, the customer stated that the user intended to program the pump to deliver at a rate of 10 ml/hr. However the user entered 10 into the weight field, which resulted in the infusion parameter of 100 ml/hr. It was also communicated that the pt's glucose level increased to 400, but decreased to normal levels after an unk amount of time. The customer stated that the pump was in neo-natal mode, however it is unclear if this care area utilizes medication limits within the facility's master drug library. The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unk.